Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 08/12/2020. Additional b5 narrative: it was reported that the patient underwent a hysterectomy in 2019 and an absorbable hemostat was used. The absorbable hemostat was used prophylactically and the excess was not irrigated. The patient developed an organ infection. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure? Date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? Relevant patient history? Any concurrent use of other products? Product code and lot #? What was the intended use of the surgicel? Where was the surgicel used (on what tissue)? How much surgicel was used during the procedure? Was the surgicel product left in place? Was the excess irrigated and removed? What were current symptoms following the index surgical procedure? Onset date? Were cultures performed? If yes, results? Has any surgical or medical intervention been performed? What is physician¿s opinion as to the etiology of or contributing factors to this event? Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative surgical site infection? What is the patient¿s current status?

Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date and absorbable hemostat was used. The facility has seen an increase in surgical site infections. Unknown as to how the infections were treated. Additional information was requested